Event description:
Catheter (boston blazer ii xp) was prepped in normal fashion. It was plugged into the appropriate cable, into the maestro generator, and when attempting to ablate an error code d-10 appeared in the maestro screen, indicating chip in catheter was not recognized by generator. All connections were double and triple checked without resolution. A new catheter was used and worked fine.